Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was used on the patient, the patient expired. Customer indicated that they did not have any medical information as to why the patient expired.